Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable was found broken and stuck out at the instrument's wrist on visual inspection. The idler pulley spun freely and exhibited pulley and rim damage. No other cable damage was found. Failure analysis was unable to confirm the reported complaint of two prongs not attaching to the robot. The instrument was checked for recognition and engagement which successfully passed on multiple attempts and on different arms. No pogo pins were damaged or contamination observed. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a mega suturecut needle driver instrument's two prongs are not attaching to the robot and wires are exposed. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Please note the following additional information provided to intuitive surgical, inc. (Isi) on 4/3/2015. The complaint as initially reported indicated that the wire on the mega suturecut needle driver instrument was noted to be broken prior to starting the da vinci surgical procedure; however, according to the information provided in the hospital's risk occurrence report, the wire at the tip of the instrument broke off during the da vinci surgical procedure and the wire on the instrument was observed to be intact.

Manufacturer narrative:
As part of a legal discovery activity, on april 3, 2015, intuitive surgical, inc. (Isi) was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department regarding the reported event.